Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported that anesthesia experienced leaking at the y-site while accessing the product with a syringe to push medications.